Event description:
It was reported that there was no alleged product issue. However, on (B)(6) 2014 the patient was taken to surgery for irrigation of the pump pocket site and repositioning of pump. There was drainage, slight wound dehiscence, incisional wound opening, at the pump pocket site and redness had been noted. The patient's belt had been rubbing against the pocket site which may have contributed to the redness and breakdown of skin at the pump pocket site. A culture from the pump pocket was taken and came back (B)(6). The patient was started on intravenous antibiotics ¿per-operatively¿ and remained on them at this time. The patient did not have meningitis. The patient was seen by the physician on (B)(6) 2015 and was doing well. The patient was now at home. The intrathecal baclofen therapy was efficacious. No diagnostic testing or troubleshooting was performed. This device system delivered lioresal and the patient was not on any oral agents for his spasticity. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).